Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent distal was slightly lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.